Event description:
After having a stent placed in the left carotid artery, the pt had episodes of hypotension while recovering in the hospital. The hypotension was treated with a neo-synephrine drip. The pt is a male with a history of non-st wave elevation myocardial infarction (mi) and stroke approx six weeks prior to the index procedure, hypertension, hypercholesterolemia, renal insufficiency, and smoking. The pt was admitted for left carotid artery angioplasty secondary to symptomatic stenosis and was enrolled in the study. The index procedure took place in 2008. The target lesion was the proximal left internal carotid artery. The vessel was described as moderately calcified and tortuous. The rate of stenosis was 70%. An angioguard distal protection device was successfully placed distal to the lesion. The lesion was pre-dilated. A precise stent was deployed at the target lesion. The lesion was successfully treated. The procedure was completed. The pt was neurologically intact when taken from the angio suite. The pt had an uneventful two days recovering in the hospital except for episodes of hypotension, which required treatment with a neo-synephrine drip. The pt was eventually weaned off and discharged on two days alter in stable condition. Shortly after, on his way home, he was noted to have slurred, garbled speech, which lasted approx two minutes. The pt had no other symptoms and no weakness in his upper or lower extremities. The pt was brought back to the emergency and evaluated. The pt was diagnosed with a small transient ischemic attack with a negative CT scan. The pt was admitted for further hemodynamic monitoring and asked to continue aspirin and plavix.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.